Event description:
It was reported that the patient sustained unspecified injuries following a spinal fusion surgery using rhbmp-2/acs. No further information was provided.

Event description:
It was reported that on (B)(6) 2010 patient underwent right c3-4 hemilaminotomy with total resection of the lateral mass for removal of an epidural bony mass, left c3-4 lateral mass screws for posterior cervical instrumentation, posterolateral fusion at c3-4, morsellized autograft/allograft. (B)(6) 2012 patient underwent cervical discectomy and interbody fusion at the insterspace of c5-6 and c6-7. Anterior cervical instrumentation using two screws into bodies of c5, c6 and c7 insertion, of interbody cage measuring 6 millimeters in height at the interspace of c5-6 and c6-7. Morselized allograft using bmp and dbx. (B)(6) 2013 patient presents with c/o blurred vision. (B)(6) 2013 multisequence multiplanar imaging of the cervical spine was performed w/out intravenous contrast. Findings indicate there has been development of a broad-based dorsal disc protrusion at (:4-5 where previously noted was described a right posterior paracentral protrusion. Overall, the protruding disc material does not extend further posteriorly than on previous and the central canal is patent with mild flattening of the ventral cord. Otherwise, grossly stable MRI of the cervical spine in this patient with prior vertebral body fusion and anterior fixation at c5-c7. (B)(6) 2013 the patient presented with severe neck and shoulder pain. They underwent surgery which consisted of an anterior cervical discectomy and interbody fusion of the interspace c4-5; insertion of a structural allograft at the interspace of c4-5; anterocervical instrumentation with 2 screws into bodies of c4 and 5; and microsurgical dissection. (B)(6) 2013 patient presented with c/o pain in hands, wrist and feet. Also has a rash on foot.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010: the patient underwent MRI of the cervical spine. Impression: right c3-4 foraminal bony mass. Thoracic study: paraspinal cystic lesion right t3 area. On (B)(6) 2010: the patient presented with left arm pain, neck pain, numbness and tingling, and right arm pain. The patient has a large bony mass in the right c3/4 foramen. It is likely causing compression of her nerve root and possibly vertebral artery. She is having right deltoid weakness and some pain. Assessment: neck pain, arm pain, osteochondroma. On (B)(6) 2010: the patient presented for pre-operative exam. The patient complains of neck pain, numbness and tingling in right forearm and thumb/forefinger. Patient also reports some pain in right bicep. The patient underwent an osteochondroma at r c3/4 with lateral mass screws. Post-operative exam found the pre-op symptoms were better. X-ray looks good according to surgeon. On (B)(6) 2011: the patient presented for a post-operative follow up. The patient's neck rom has improved. Pain controlled with otc meds. There is a slight rash around the incision but no drainage present. X-ray study looks excellent according to surgeon. Good progression of fusion. On (B)(6) 2011: the patient presented with tightness in her neck, problems with rom. Radiologic study shows instrumentation in place. On (B)(6) 2011: the patient presented for follow up. The patient reports decreased pain without any new problems. New CT scans show well decompressed canal and a very small anterior mass. The patient does have complaints of some muscle weakness and stiffness in her neck as well as numbness . Assessment: cervicalgia; pain in limb; benign neoplasm of bone and articular cartilage. On (B)(6) 2012: the patient presented with new complaints of neck pain. The patient also reports bilateral arm radiculopathy in c5-6 and c6-7 distribution. Diagnoses: neck pain; left arm pain; numbness and tingling. On (B)(6) 2012: the patient presented for follow up after undergoing MRI for new onset of neck and back pain. Study showed minimal degenerative changes in the lumbar spine. There was degenerative disease at c5-6 and c6-7. Patient is considered a candidate for surgery. On (B)(6) 2012: the patient presented for pre-operative exam. No abnormalities found. On (B)(6) 2012: the patient underwent an acdf c5-6, c6-7. On (B)(6) 2012: the patient presented for a post-operative exam. The patient reports the overall pain has improved compared to pre-operative symptoms. Assessment: neck pain ; status post cervical spinal fusion; cervical stenosis of spine; radicular pain. X-ray taken showed cervical spine instrumentation in place and intact. On (B)(6) 2012: the patient presented for follow up and is doing well overall. There are no problems with the incision. X-rays of the cervical spine show instrumentation in place and intact. On (B)(6) 2012: the patient presented with para median neck and shoulder pain along with forearm radiculopathy. There is a lot of limited range motion in the left shoulder joint. The patient also stated that within the last month she has had increased neck pain and upper extremity pain and weakness, left greater than right. She still had one area of numbness on her left forearm that has never resolved since the surgery. She says the numbness and tingling in her hands has improved since surgery. The patient states when she reaches out with either arm it is like something pulls on the back side of her upper arms, left greater than right. The patient also complains of headaches on the back of her head. Pain is mostly in her left shoulder. X-rays were reviewed that looked good and fusing well. Assessment: neck pain; arm pain; disturbance of skin sensation. On (B)(6) 2013: the patient presented with axial neck pain and bilateral shoulder pain. The patient is occasionally severe. The patient reports after her humira injection she gets more muscular pain. She also reports more pain with neck flexion and worse after a full day of working. X-ray studies brought for review looked good with instrumentation in good position and level fusing well. Diagnoses: neck pain; right shoulder pain; headache. On (B)(6) 2013: the patient presented with neck pain, severe headaches, and shoulder pain that began about two weeks ago. The patient states her headaches are constant. The patient gets no relief from oxycodone. The patient is wearing a soft cervical collar for comfort. Lab sent from her pcp was slightly elevated, but not significant. MRI taken was reviewed by surgeon and he did not recommend surgical intervention at this point. Assessment: neck pain; shoulder pain; headache. On (B)(6) 2013: the patient underwent an acdf c4-5 with peek cage, plate, and rhbmp-2/acs. On (B)(6) 2013: the patient presented for a post-operative exam. The patient states she has been having clavicular, shoulder and lower neck pain for the past 4-5 days. The patient has had to start taking pain medication every 6 hours due to pain. Headaches have improved and swallowing is ok. The patient appears to be extremely tight in her neck. The patient underwent a cervical x-ray and surgeon states the study looked good. Assessment: neck pain. On (B)(6) 2013 : the patient presented with neck pain. The patient is still having some hoarseness of voice, some difficulty swallowing, especially her pills. Patient states she can feel it swelling. Patient states the right side neck pain has improved, left side is the same; her pain is only in the neck to deltoid. Diagnoses: hoarseness of voice; difficulty swallowing pills; neck pain; right shoulder pain; headache; left arm pain; numbness and tingling ; arm pain; disturbance of skin sensation. X-ray study performed described as looking good. On (B)(6) 2013: the patient presented with a lot of neck and shoulder pain. She has been in physical therapy twice per week since july. She has a new x-ray for review. The patient was positive for myalgias and arthralgias . X-ray looked good according to doctor. Assessment: degenerative disc disease (cervical); neck pain.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with back pain and a preoperative diagnosis of cervical spondylosis with stenosis at c5-6 and c6-7. The patient underwent a surgical procedure which included an anterior cervical discectomy and interbody fusion at the interspace of c5-6 and c6-7; anterior cervical instrumentation using two screws into bodies of c5, c6 and c7; insertion of an interbody cage measuring 6 mm at the interspace of c5-6 and c6-7; use of morselized allograft using bone morphogenic protein and dbx; and dissection. Per the operative report ¿¿. After removing most of the disk material with a pituitary and curette, I brought in surgical microscope to utilize microsurgical dissection. I was able to thin down most of the osteophytes through the oncovertebral junctions at both levels at cs-6 and c6-7 to the top of posterior longitudinal ligament. After going through the ligament with the nerve hook, I was able to remove the ligament along with the osteophytes through the oncovertebral junctions on both sides.<(><<)> the patient >had some disc fragments at c6-7 on the left side which were definitely compressing the nerve roots. I clearly visualized the nerve roots and was able to decompress them using kerrison's. I thought there was a very good decompression at both levels. After preparing the interspace for interbody fusion by taking down the cartilage portion of the disc material, I placed a 6 mm interbody cage into the disc space of c5-6 and c6-7. Each cage had a mixture of 1/3 of an extra-extra small bmp sponge with dbx. After obtaining good hemostasis, I placed an anterocervical plate using two screws into bodies of cs, c6 and c7. All the screws were under the locking mechanism and I was able to lock it using the final tightener¿¿.¿ emg results taken preoperatively results stable. No patient complications were noted. Post operative chest and cervical spine x- rays were normal. On (B)(6) 2012 the patient was discharged from the hospital. On 04/15/2013 in an office visit the patient presented neck pain; shoulder pain; and severe headaches. The patient stated that these symptoms had started two weeks prior to the visit. At this time they were wearing a cervical collar. On (B)(6) 2013 the patient presented with severe neck and shoulder pain. They underwent surgery which consisted of an anterior cervical discectomy and interbody fusion of the interspace c4-5; insertion of a structural allograft at the interspace of c4-5; anterocervical instrumentation with 2 screws into bodies of c4 and 5; and microsurgical dissection. Per the operative report ¿¿¿after finding the previously placed plate, we were able to localize our level of c-arm fluoroscopy. After elevating longus colli muscles, we placed self-retaining retractors and removed a lot of the disk material with the pituitary and curette. We brought in surgical microscope to utilize microsurgical dissection. We removed most of the disk material once again under the microscope and I was able to drill off the osteophytes through uncovertebral junctions on both sides. Using the nerve hook, we went through the posterior longitudinal ligament and removed the ligament along with the osteophyte with kerrisons. This clearly allowed me to visualize the nerve roots and I felt there was a good decompression on both side. We were then able to prepare the interspace with an interbody fusion and placed an 8 mm structural bone graft in the middle of the disk space of c4-5 and I was able to place an anterocervical plate with 2 screws into bodies of c4 and 5. All the screws were then placed into the final locking mechanism and I was able to lock it using the final tightener¿¿.¿ no patient complications were noted. On (B)(6) 2013 the patient was discharged from hospital.

Manufacturer narrative:
Review of radiographic imaging found as follows: on (B)(6) 2012 chest x-ray appears normal. On (B)(6) 2012 flouroscopic lateral cervical shows lateral mass screws at c3/4 with a small anterior translation of c3 on c4. Ap and lateral cervical views show a unilateral vertex posterior construct on the left at c3/4 and a longer acdf fixation from c5 to c7.